Event description:
It was reported that a caregiver expressed concern about recurring low glucose after meals and indicated that the care team had advised announcing smaller meal sizes, but the reported announcements did not match actual meal size, indicating incorrect procedure and a user interface¿related usage issue. Symptoms included hypoglycemia with a nadir of 53 mg/dl. Outcomes included minor injury with no lasting health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem involving incorrect meal size announcements and interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.